Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was embedded in the myometrium/migration of essure device: myometrium\malpositioned essure coil'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('abortion/miscarriage') in a 38-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6)1997, (B)(6)2008, (B)(6)2013). Concurrent conditions included hypothyroidism, syncope, head injury, orthostatic intolerance, laparoscopy and hysteroscopy. Concomitant products included norethisterone (ortho micronor) from (B)(6)2012 to (B)(6)2013 for contraception. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain/pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: myometrium") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6)2017:salpingectomy (bilateral) -right coil removed and suction, dilatation and curettage surgery on (B)(6)2017). At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, embedded device, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date previously reported (B)(6)2005, now it is reported as (B)(6)2013. Plaintiff is currently planning for removal. Current weight: 115 lbs. Discrepancy for coil noted : right tube with 2 coils; left tube with 3 coils (as written per mr, please note discrepancy) and right ostia visualized: 3 trailing coils, left ostia visualized: 2 trailing coils I still have left coil inside that is causing me issues. Left side couldn¿t be removed. Date of communication: (B)(6)2017. Left coil not found in the left fallopian tube, pelvis or uterine cavity. Left coil identified by fluoroscopy (in 2 planes) in the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6)2013: the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal bleeding, depression, fatigue, nine-week missed abortion, essure coil was embedded in the myometrium, malpositioned essure coil/left coil identified by fluoroscopy (in 2 planes) in the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was embedded in the myometrium/migration of essure device: myometrium\malpositioned essure coil'), device expulsion ('migration of essure device: myometrium / migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('abortion/miscarriage') and genital haemorrhage ('general abnormal . Bleed') in a 38-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 1997, (B)(6) 2008, (B)(6) 2013). Concurrent conditions included hypothyroidism, syncope, head injury, orthostatic intolerance, laparoscopy and hysteroscopy. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2012 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish / psych injury related to essure") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems : other") and urinary tract disorder ("bladder/urinary problems : other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2017:salpingectomy (bilateral), hysterectomy (full) and suction, dilatation and curettage surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, depression, device expulsion, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date previously reported (B)(6) 2005, now it is reported as (B)(6) 2013. Plaintiff is currently planning for removal. Current weight: 115 lbs. Discrepancy for coil noted : right tube with 2 coils; left tube with 3 coils (as written per mr, please note discrepancy) and right ostia visualized: 3 trailing coils, left ostia visualized: 2 trailing coils I still have left coil inside that is causing me issues. Left side couldn t be removed. Date of communication: (B)(6) 2017. Left coil not found in the left fallopian tube, pelvis or uterine cavity. Left coil identified by fluoroscopy (in 2 planes) in the myometrium plaintiff received treatment for migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal bleeding, depression, fatigue, nine-week missed abortion, essure coil was embedded in the myometrium, malpositioned essure coil/left coil identified by fluoroscopy (in 2 planes) in the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events: abdominal pain, general abnormal bleeding, bladder/urinary problems were added. Outcome of event pelvic pain was updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was embedded in the myometrium/migration of essure device: myometrium\malpositioned essure coil'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('abortion/miscarriage') in a (B)(6) year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 1997, (B)(6) 2008, (B)(6) 2013). Concurrent conditions included hypothyroidism, syncope, head injury, orthostatic intolerance, laparoscopy and hysteroscopy. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2012 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: myometrium") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on(B)(6) 2017:salpingectomy (bilateral) -right coil removed and suction, dilatation and curettage surgery on (B)(6) 2017). At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, embedded device, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date previously reported (B)(6) 2005, now it is reported as (B)(6) 2013. Plaintiff is currently planning for removal. Current weight: (B)(6) lbs. Discrepancy for coil noted: right tube with 2 coils; left tube with 3 coils (as written per mr, please note discrepancy) and right ostia visualized: 3 trailing coils, left ostia visualized: 2 trailing coils. I still have left coil inside that is causing me issues. Left side couldn¿t be removed. Date of communication: 21sep2017. Left coil not found in the left fallopian tube, pelvis or uterine cavity. Left coil identified by fluoroscopy (in 2 planes) in the myometrium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal bleeding, depression, fatigue, nine-week missed abortion, essure coil was embedded in the myometrium, malpositioned essure coil/left coil identified by fluoroscopy (in 2 planes) in the myometrium. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received. Reporter information, essure details, lot number, medical history, concomitant drug, lab data were added. Event: abnormal bleeding (vaginal), menorrhagia, fatigue, migration of essure device: myometrium , essure coil was embedded in the myometrium , pregnancy (stillbirth or miscarriage), device ineffective, abortion/miscarriage, depression, mental anguish were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.